Event description:
During a procedure, carto 3 system was used to map a ventricular tachycardia. The procedure was finished with no issues. With the catheters already out, the patient started to be unstable. Tamponade was confirmed. Multiple attempts have been made to request for additional event information however no additional information was provided at this time.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. (B)(4).